Event description:
Pdc received a call on (B)(4) 2013 reporting a medical intervention that occurred on (B)(6) 2013, around 3:30 - 4:00 pm. Caller, pt's wife, stated that the pt's last reading on the prodigy meter was 300mg/dl. She also reported that the pt then ate lunch, took insulin, and later passed out. The time lapse between the reported prodigy reading and pt passing out was said to be 3 hours. No other tests were performed using the prodigy meter. Caller took pt to the emergency room where their test came back at 49mg/dl. Pt was administered an IV, and given glucose and a meal to bring his sugar level up. Pdc sent replacements w/prepaid envelope requesting return of suspect product(s). Per caller, meter's stored memory was: 7-day avg 254mg/dl, 14-day avg 232mg/dl, 28-day avg 232mg/dl, (B)(6) at 10:39am 299mg/dl, (B)(6) at 5:36am 48mg/dl, (B)(6) at 2:04am 459mg/dl, (B)(6) at 2:03am 542mg/dl, (B)(6) at 9:48pm 394mg/dl.